Event description:
A customer reported a malfunction alarm with code malf 12 on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully reset it without any recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurs, indicating they understood the guidance provided.